Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, ICD, implanted:(B)(6) 2013. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.